Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the required tests. Many no delivery alarms were in the alarm history. Also, the customer did not attempt to treat the high blood glucose levels with an insulin pen, prior to hospitalization.